Event description:
It was reported that the patient was seen in the emergency department for evaluation for possible infection due to an open sore over the device area. The wound did not heal and the device was exposed. Subsequently, a pocket infection was diagnosed. In addition, an interrogation noted intermittent atrial undersensed beats on stored electrograms (egm). The cardiac resynchronization therapy defibrillator (crt-d) and all leads were explanted and replaced approximately a week later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.